Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported the glidescope go monitor powered itself down during use and experienced an intermittent light issue. The users reported having charged the device over night but it was still switching itself off during use. No delay in procedure, use of a backup device, or harm to the patient was reported.